Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 5+ units of insulin in size, was found in the insulin reservoir. As there was no evidence that the user attempted to remove residual insulin, this was most likely introduced during the fill process. Use error is therefore, determined to be the root cause of hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 he activated a new pod on his arm and on the third day (B)(6) his blood glucose and insulin history.